Event description:
The customer reported an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the generator was calibrated during the service call. The system was tested and found to be working and put back into service.